Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. The calcified lesion in a "old degenerate" saphenous vein graft (svg) to the right coronary artery (rca) was wired with difficulty and predilated with a 3.0x25mm cross sail balloon. A zeta stent was then implanted. The physician decided to place a stent distal to the zeta stent. A taxus express2 3.0x24mm drug eluting stent was passed through the zeta stent, but could not cross the lesion. The taxus stent was removed and the area was predilated distally with the 3.0x25mm crossail balloon. The taxus stent was advanced again but still would not cross the lesion. While the taxus stent was being removed, it dislodged. It is unknown what the stent was caught on. The stent was located in the svg but was unable to be snared. The stent remains undeployed in the distal svg. No additonal patient complications were reported. Patienbt status is satisfactory.